Event description:
It was reported that during maintenance performed by the distributor's getinge trained field service engineer (fse) , the boot screen for the cs300 intra-aortic balloon pump (iabp) was black and a long buzzer sound was generated. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The motor control board has been confirmed to not be an out of box failure (oobf) and is no longer needed for further investigation.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A gettinge representative has advised that the distributor has replaced the motor control board which allowed the iabp unit to resume normal function. The iabp unit was then returned to the customer and cleared for clinical use. The motor control board has been requested to be returned for further investigation. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during maintenance performed by the distributor's getinge trained field service engineer (fse) , the boot screen for the cs300 intra-aortic balloon pump (iabp) was black and a long buzzer sound was generated. This is an out-of-box failure (oobf) of the motor control board. There was no patient involved and no adverse event was reported.